Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Based on our investigation, we are unable to substantiate the claim of occlusion and non-adjustability. At the time of our investigation, the valves were shown to be functional. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The reporter suspected a blockage and not-adjustability. Patient information: age: (B)(6) year. Weight: (B)(6) kg. Hight: 68,2 cm. Gender: unknown.